Manufacturer narrative:
Review of product complaint history confirmed there are no other complaints associated with this device. Review of the DHR confirmed this device passed all previous tests and inspections. During functional testing, the reported problem was not duplicated. A 20 ml infusion ran until completion without an abrupt power off taking place again. This complaint has been reviewed, evaluated, and determined to be included in an ongoing CAPA.

Event description:
On 02/27/2024, infutronix received a report that the pump powers off.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 02/23/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.